Event description:
It was reported that the patient experienced withdrawal symptoms following a bath. Symptoms included a burning sensation, nausea, c ramping, throbbing in the hands and feet, cold sweats, and pain. It was later reported that the patient had the flu (diverticulitis) and a high fever. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n245870, implanted: (B)(6) 2010, product type: accessory. (B)(4).